Manufacturer narrative:
Device expiration date: unknown. Device manufacture date: unknown. Investigation summary: 2 samples were returned by the customer. The sets were examined for defects and abnormalities. No defects or abnormalities were observed. The set was primed with glycerin. The set was successfully primed. The customer complaint that there were several reports during the week of the product not priming past the 1.2 micron filter could not be replicated. The root cause could not be determined because the issue could not be replicated. A device history record review could not be performed because a lot number was not provided by the customer. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that 2 gem 20dp v/nv 1.2mf dehp free experienced flow issues and was clogged/blocked/occluded. The following information was provided by the initial reporter: material no: unknown. Batch no: unknown. It was reported that these sets are having issues with priming past the 1.2 micron filter.